Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 41 mg/dl, 256 mg/dl, 259 mg/dl, 282 mg/dl. The customer was assisted that the bolus wizard was on and the sensor was off. The insulin pump will not be returned for analysis.